Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted significant omentum adhered to mesh. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted some old unincorporated mesh and omental intra-abdominal adhesions. It was reported that the patient experienced severe pain, inflammation, and omental adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/19/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/25/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.